Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, documentation, instructions for use and specifications was performed. One device was returned for investigation. The device was returned with the handle in the partially open position. The collet knob is tight and secure. The male lure lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3 cm in length. A functional test noted the handle actuates the basket formation. A visual examination noted the support sheath is bowed in appearance. The basket sheath has a small kink approximately 12.7 cm from the distal tip of the basket sheath. The basket formation was found to have one of the wires pulled out of the cannula on both ends. The knot is still intact. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. A review of the device history record showed two non-conformance issues were identified during manufacturing. The issues were for glue, inadequate and the basket wire alignment incorrect. All non-conforming items were scrapped. A review of complaint history revealed this complaint to be the only reported complaint associated to the complaint lot number 7900310. Based on available information, a definitive root cause can not be determined at this time. Measures have been initiated to address the reported failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was noticed upon opening the package that the basket was broken. This device was not used and therefore did not make patient contact. As reported, no additional procedures were required due to this occurrence. There was no patient contact and no adverse consequences to the patient as a result of the reported device issue.